Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2016. This was a break in sterile technique as the patient reported to the nurse that he does not use his mask all the time. The patient was initially treated with gentamycin and vancomycin. The patient was then switched to cipro and kelflex and then switched to bactrim and vancomycin. The peritonitis has resolved.